Event description:
It was reported that a stent dislodged inside the patient. During a percutaneous coronary intervention, while introducing a 4.00 x 20mm synergy megatron stent into the patient, blood flow returned from the stent to the inflation device. The megatron stent was in position to be deployed, when the blood sucked into the balloon. The balloon was suspected to have come in damaged. It was noted that there was no shaft break and the balloon was not inflated. The synergy was just connected to the inflation device. A 3.5 x 20mm synergy megatron was advanced, but only half of the balloon inflated and was unable to deliver the stent to the coronary artery. While removing the 3.5 x 20mm synergy megatron stent, half of the stent was floating while still attached to the balloon. The stent came off of the balloon and had to be implanted in the brachial artery. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Media review: a review of the dicom angiographic media files was completed by the cis department. The images could not identify the allegation of synergy megatron balloon damaged/defective. Or synergy megatron balloon failure to inflate and stent dislodged inside the patient as the images provided showed retrograde wiring of the rca via the lad followed by balloon inflations in the middle and proximal rca. These dicom images did not show an unexpanded stent in the vessel or a partial/ half inflated stent. A 7 seconds long clip was received and appeared to show an expanded stent in a peripheral vessel, the stent was on a wire with 2 markerbands noted inside it, indicating it was on a balloon or a balloon was positioned inside it. The wire was being moved within the stent. An additional 2 markerbands were seen on the wire, appeared to be another balloon. Neither of the balloons appeared inflated as no contrast was evident. This video clip was consistent with allegation of stent dislodged inside the patient.

Event description:
It was reported that a stent dislodged inside the patient. During a percutaneous coronary intervention, while introducing a 4.00 x 20mm synergy megatron stent into the patient, blood flow returned from the stent to the inflation device. The megatron stent was in position to be deployed, when the blood sucked into the balloon. The balloon was suspected to have come in damaged. It was noted that there was no shaft break and the balloon was not inflated. The synergy was just connected to the inflation device. A 3.5 x 20mm synergy megatron was advanced, but only half of the balloon inflated and was unable to deliver the stent to the coronary artery. While removing the 3.5 x 20mm synergy megatron stent, half of the stent was floating while still attached to the balloon. The stent came off of the balloon and had to be implanted in the brachial artery. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.